Event description:
IV tubing ballooned out while inside chamber of IV pump. IV pump was beeping occlusion. Tubing removed. Chemotherapy was infusing, so tubing was discarded. Chemo was infusing through portacath and nurse noted some needle resistance. The IV tubing is primed by pharmacy with saline then sent to the nursing unit. This occurred at the beginning of the infusion. No patient harm. The nurses have not seen this happen prior to this event. Since this event, there have been a total of three events like this at this facility with this equipment.======================manufacturer response for smartsite infusion set, (brand not provided) (per site reporter).======================no response as of yet. Filled out carefusion paperwork specifically for "ballooned/ bulging silicone tubing issue with an alaris IV administration set".device #1is this a laboratory device or laboratory test?no.